Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer administered a correction injection to address bg. Customer reverted to an alternate method of insulin therapy.